Manufacturer narrative:
Submit date: 06/30/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports that after the umbilical vessel catheter was inserted, the tubing cracked when they clamped it. The customer further reports that there was no patient harm.

Manufacturer narrative:
Three used uvc catheters were received for testing and investigation. The samples present residue from blood inside the tubing. Additionally, the returned samples were inside a generic bag. A visual inspection of the catheters revealed that the tubing was cracked below of the strain relief. A magnified photograph was taken and sample 1 and 3 presents a tear below the strain relief and the sample 2 presents a cut in the same location. The complaint sample investigation concluded that this is not related to the manufacturing process. The sample returned does not meet qc release specifications due to that the device it was damaged post manufacturing. Based on the available information, it can be concluded that product was manufactured according to specifications and the device functioned as intended for an undetermined amount of time; therefore the most probable root cause can be considered as unintentional misuse; this condition was more likely damaged during use caused due to an improper use/manipulation by the user. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.